Manufacturer narrative:
E1: event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use of the cardiosave intra-aortic balloon pump (iabp) there were signs of blood reflux on the iab side, so blood may have flowed into the iabp. There was no patient harm reported; treatment was completed. An iab manufactured by another company (tokai medical) was used. The manufacturer was notified. A getinge representative evaluated the unit and confirmed that there are no issues with the pump and therefore no parts were replaced.